Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0qgus, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the other day, the patient had a fall. The patient was doing well way before and now seemed it was not working as well. The patient had a fall this past tuesday. The patient fell on back where implant is. The patient was wondering if something was disconnected. The patient was on 1.60 and doing well and no leaking at all. Since started leaking and had had to increase to 1.75 and was still leaking. A loss of therapeutic effect was noted. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.